Event description:
The pt was implanted with a smooth saline mammary prosthesis on 6/13/97. Subsequently, the pt experienced a deflation of the device and breast pain. The device was removed on 12/30/97.